Event description:
Pt seen for eye exam, reports contact lens use for the past two years (prescriptions only good for one year). Said she bought her last contacts around 6 months ago via (B)(6) who reviewed her prescription without an exam (illegally). She said she did not interact with a dr or even participate in any q&a to renew the rx. Pt had blurry vision, was over-wearing the 1-2 week contacts, including overnight wear, up to 6 weeks. Pt had a central corneal scar in one eye, and had no idea that the wearing pattern was harmful, and was seeing approx 20/30 (corrected to 2015 in my office). This is the kind of harm that (B)(6) causes when they illegally dispense contacts (all the time) and in similar cases when they hire quacks to rubber-stamp rx's (or have their employees, possibly overseas, rubber-stamp them). These are medical devices and are being treated as harmless retail opportunities to unethical corporations, and our pts are suffering with poor vision, questionable origins of these devices, and risk of permanent vision loss.